Event description:
Related manufacturer reference number: 3006705815-2023-07366. It was reported the patient's scs ipg was inoperable and lead had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the whole system was explanted and replaced. Investigation was unable to determine further details.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.